Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: a review of the black box showed reboots had occurred. No damage was found to battery cap or the battery compartment. The battery cap was able to attach securely to the pump. The pump powered on normally. No power issues occurred during testing. The battery cap contact height was found within specifications. The battery cap contact measurements were within specifications. The pump was opened and no damage was found to the power circuit. The allegation of an intermittent power issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.